Event description:
The plaintiff's attorney alleged the decedent experienced a sudden cardiac event on (B)(6), 2009 during the use of the product, a cardiac event (B)(6), 2009 after the use of the product and subsequently expired on (B)(6), 2009.

Manufacturer narrative:
This is one of three device reports associated with this event.